Manufacturer narrative:
A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the customer site to determine the cause of the smoking and blackened cable assembly sample cable wires on the advia 120 with autosampler instrument. The fse determined that a leak of a salt solution dripped on to the cable connector and eventually formed a salt bridge that caused a power overload. The power overload created the smoking and blackened cables. The fse replace and tested the new autosampler power cable assembly. The system was determined operational after controls and patient samples were run successfully. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Customer reported smoking and blackened cable assembly sample cable wires on the advia 120 with autosampler instrument. No flames were observed. The instrument was turned off and there was no damage to property. No one was injured due to the smoking and blackened cable assembly sample cable wires. There are no known reports of adverse health consequences due to the smoking and blackened wires on the advia 120 with autosampler instrument.